Event description:
During left leg angiogram injector connected to side arm of 6 fr. -pinnacle sheath. 5 fr. Pigtail catheter in sheath and advanced down right leg at this time. Upon 4th injection of left leg sidearm disconnected from sheath.